Event description:
It was reported that the device displayed the charge-pak icon after recent charge-pak(internal battery charger) replacement. Physio-control evaluated the device and found that it would not power on due to a depleted internal battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control determined the cause for the internal battery depletion to be excessive current leakage from the analog pcb assembly due to process residue on the fl9 filter. The electrical leakage depleted the internal battery.